Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the (B)(4) was being used as the camera port and it was leaking. The same device was used to complete the procedure. No adverse consequences reported.